Event description:
It was reported as part of a clinical study that after a da vinci-assisted nipple sparing mastectomy (nsm) with bilateral implant reconstruction procedure, the patient experienced redness on the left breast approximately three months post-operatively. The issue occurred when the patient heard a ¿pop¿ upon movement after lying in bed in the left breast and subsequently noticed a purplish discoloration. The patient stated that the redness has not worsened since that time; however, it has not improved. The patient denies pain in the breast or changes from baseline. The patient specifically denied increase in size of the breast, pressure, tightness, or pain. The patient also denied system signs and/or symptoms of infection. An ultrasound of the area was performed which showed skin thickening, though no obvious fluid collection. An antibiotic was prescribed as a precaution.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: approximately 3 months after undergoing a da vinci-assisted nsm with bilateral implant reconstruction procedure, the patient noticed a purplish discoloration and redness on the left breast. Also, an ultrasound of the area was performed which showed skin thickening, although no obvious fluid collection was found. An antibiotic was prescribed as a precaution. The cause of the post-operative complication(s) is unknown.

Manufacturer narrative:
The initial medwatch was found with incorrect us reportability aware date during an internal review. Field b4 is now updated with us reportability aware date of (B)(6) 2022.

Event description:
Refer to h10/h11 for follow-up information.